Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are short of breath and that the battery was getting low on their implantable pulse generator (ipg). The patient was symptomatic since the ipg indicated recommended replacement time (rrt). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.